Event description:
It was reported that during a returned order service the device kept flowing over delivery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation, a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed of the returned device. Confirmed that the tamper seal was removed. Performed functional check. Running three accuracy tests, the pump was found to be within manufacturing specifications. No repair needed .customer problem was not duplicated.